Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, breast cellulitis, was deemed to meet serious injury criteria. The brand name and lot number of the device were not reported.

Event description:
This literature report concerns a female patient who developed non-responsive breast cellulitis following hyaluronic acid filler injection for breast augmentation. A (B)(6) female patient was injected twice with unspecified hyaluronic acid dermal filler in (B)(6). The patient's medical history was reported as none. After the last treatment with hyaluronic acid, the patient developed fever, right breast pain and erythema one week after the second procedure. Oral amoxicillin-clavulanate was prescribed with no response. As reported, the patient worked as a cabin crew and was traveling recently to malaysia and russia. An 8 cm x 6 cm area of non-tender, non-purulent erythema was noted around the right nipple and areola with fluctuance. Multiple erythematous, indurated, non-tender nodules of varying sizes were present in bilateral inframammary regions. There was no axillary lymphadenopathy. Left breast was normal. The patient underwent multiple drainage procedures. Fluid culture finally isolated m. Abscessus. It was sensitive to amikacin and linezolid (mic < / = 8), intermediate to cefoxitin and imipenem. Ciprofloxacin, moxifloxacin, doxycycline, trimethoprim-sulfamethoxazole (tmp- smx) and clarithromycin were reported resistant. Hiv screen was negative. Empiric antibiotics were switched to amikacin, clarithromycin and linezolid. Pancytopenia led to cessation of linezolid. Clarithromycin was stopped in view of in-vitro resistance. Subsequently, tedizolid was added as second agent. At the time of this report, the patient was receiving amikacin and tedizolid, and skin/subcutaneous abscesses had almost resolved with residual scarring. Due to the provided information, the outcome of the events was considered as resolved with sequelae. In the opinion of the authors, skin and soft tissue infections (sstis) caused by nontuberculous mycobacteria (ntm) were often under recognized and under reported due to poor awareness. These infections were often difficult to treat. Treatment options were restricted and required a prolonged course and monitoring. Rapidly growing mycobacteria (rgm)(i.e. M. Chelonae, m. Fortuitum and m. Abscessus) were identified as causative organisms after cosmetic procedures. A combination treatment was recommended as antimicrobial susceptibility of rgms varied by species. When possible, surgical debridement of the affected area was usually carried out. The importance of maintaining a high index of suspicion for ntm ssti after aesthetic procedures was emphasized. As reported, the diagnostic evaluation and management may be complex, but the outcome could be encouraging. Literature article citation: non-responsive breast cellulitis after hyaluronic acid filler injection, koh, pearly wenjia et al. International journal of infectious diseases , volume 70 , 57 - 58.

Event description:
Follow-up information was received on 11-jun-2018: reportedly, there was no information regarding if a merz product (e.g. A product of the belotero or etermis portfolios or hyal acp) had been injected in the described case as it was done in malaysia.